Event description:
It was reported that during a laparoscopic sleeve procedure, on the first firing with a black load the device fired fine however on the second firing with a black load the staples deployed on the remnant side was fine, on the patient side the staples were straight up and did not form. An upper gastrointestinal scope was performed which was an additional procedure and not routine. The procedure was prolonged by an hour and a half. A manual device was used to continue stapling and to complete the procedure. It is unknown if the post op care of the patient changed. On what tissue type was the device used? At what location on the tissue? Stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur? Second. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? Seam guard. Was the instrument fired across or near an existing staple line or clip? Near staple line. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). One piece sled. Were there any changes in the patient postoperative course as a result? - unknown. What were the patient's pre-existing conditions? - -unknown. On the patient side, did any of the staples form? One row? All rows? -unknown. How is the patient currently? - patient has been discharged and is doing fine. Is the patient expected to have a full recovery? - at this time yes. Based on the photographic evidence it is believed that the inner two rows of staples, second firing, on patient side did not properly deploy and supports the complication described in the event description that the staples did not form on the patient side. However, the photographs did not provide evidence relative to what may have caused the incomplete staple deployment. The analysis found that one ple60a device was returned in good visual condition and with an ecr60t loaded in the device. Furthermore, the cartridge was noted fully fired on the right side and the two inner rows of the left side were partially fired. The cartridge body, two drivers and one piece sled were found to be damaged. No evidence of damage on the cartridge deck was noted. Please note an investigation has been initiated to address the potential root cause for the damage of the one piece sled. Additionally, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.